Event description:
It was reported that the patient went to the hospital since the inflatable penile prosthesis (ipp) was not working properly. As a result of the inspection, it was confirmed that the there was a crack in the reservoir connecting tube. Two weeks later, a surgical procedure was performed, and the components were replaced. A patient outcome of improved following the procedure was reported.